Event description:
It was reported that the patient of the dreamstation auto CPAP device had passed away. There is no allegation of malfunction, or that the device caused or contributed to the death. The device will not be returned for evaluation and the device is currently registered to a new user. At this time, the device will not be returning, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.